Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a phone call they were hospitalized on (B)(6) 2017 for high blood glucose of 1247 mg/dl. Customer stated they received no delivery alarms on (B)(6) 2017. Troubleshooting was performed on the insulin pump and it passed. The alarms were also reviewed and no delivery alarm was confirmed and customer had a low reservoir on (B)(6) 2017. Customer was unsure if she was wearing the device at the time of the hospitalization as it fell off and not sure how long. Customer is not returning the device for analysis.